Manufacturer narrative:
Model number/catalog number 72404127, (B)(4), description control pump fgs iz, expiration date 09/19/2019, manufacturer date 09/19/2018. Model number/catalog number 72400024, (B)(4), model/catalog description balloon fgs 61-70 cm, expiration date 09/23/2023, manufacturer date 09/24/2018.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to recurring incontinence. A new artificial urinary sphincter 4.0 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the onset of the recurring incontinence leading to the revision surgery was 2 to 3 months prior to the replacement surgery. The recurring incontinence was due to atrophy of the urethra. The cuff needed to be downsized. The patient was recovering and the incontinence issues had been resolved.